Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The pump worked with a battery without any issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log revealed improper shutdown alarms. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown observed in the event history log. This occurred during an unknown process step in the biomedical service department. There was no patient involvement. No additional information is available.